Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, patient's legal representative stated partial erosion of the sling from the midline to the left side of the vaginal wall, partial removal, and revision of sling under general anesthesia performed.